Manufacturer narrative:
Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel. Electrode belt sn (B)(4) was returned and evaluated at zoll manufacturing corporation. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper delivery of a full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. Upon evaluation, the front therapy electrode was creased and was leaking gel. The root cause of the gel leak is physical abuse.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The patient's mother reported that the patient had a rash under the front therapy electrode pad. The rash was described as red and bumpy. During a follow up on (B)(6) 2015 the mother reported that the patient's doctor examined the rash and believed the irritation might be due to a faulty therapy electrode pad. A distributor representative was dispatched to assist the patient and replaced the patient's belt. It was reported that the front therapy electrode was "somewhat bent." During a subsequent follow up on (B)(6) 2015, the mother reported that the since replacing the electrode belt, the rash had not yet cleared up. She reported that a nurse recommended the use of neosporin. The patient's nurse later reported that the patient had contact dermatitis and that the dermatologist wanted to prescribe mometasone ointment. During a final follow up on (B)(6) 2015 the patient's mother reported that the rash was improving.